Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the top lid on the architect c16000 analyzer wouldn¿t stay fully open. The customer stated the hinges might be bent on the analyzer lid. The hinges were fixed; however, the customer reported that the analyzer lid now springs back open when it is closed. The customer stated there have been no reported injuries.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the top, front processing cover not fully opening and then springing back open on an architect c16000, serial number (B)(6). The fsr inspected the instrument and observed damage to the hinge on the top processing cover. The fsr replaced the hinge, top front cover (rohs), part number 7-76748-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history did not identify any non-conformances or deviations with the likely cause part number and complaint issue. Manufacturing documentation for the likely cause part number was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.